Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed ccc that the patient samples were mixed up after pouring off into the sample cups. The customer believes that sample ids that were switched are (B)(6). The cause of the discordant alti, ast and glu results on two patient samples is due to an operator error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant alanine aminotransferase (alti), aspartate aminotransferase (ast) and glucose (glu) results were obtained on two patient samples on the dimension vista 500 instrument as a result of incorrect sample pour off. The discordant results were not reported to the physician(s). The samples were retested numerous times to confirm which sample belonged to which patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant alti, ast and glu results.